Manufacturer narrative:
P-cap, reservoir locks properly into place. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump error 63 confirmed in pump history with variable (15), problem isolated to electronic assemblies as per global logic analysis. Unit received with pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures. The customer stated they were not able to clear the alarm but were able to complete the rewind process. Customer stated they had passed displacement test and self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.